Event description:
It is reported that the femoral head provisional would not lock to the matching neck provisional.

Manufacturer narrative:
This report will be amended when our investigation is complete.